Manufacturer narrative:
The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits.

Event description:
Consumer reported using the product for more than six months with no serious issues. The consumer indicated that they have itchy eyes and was not sure it is from the product or allergy. The medical assessment indicated that the report of itchy eyes is not consistent with application of unneutralized hydrogen peroxide coming in contact with the eye. This does not meet the criteria of a reportable malfunction and the complaint record will be revised accordingly.

Manufacturer narrative:
Consumer reported experiencing itching while using the product. The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptom reported is consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure. The product has been returned and is currently pending evaluation results.

Event description:
Consumer reported experiencing itching while using the product. There was no report of a medical evaluation or medical treatment associated with the experience. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.